Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 52mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No compromised force sensor system alarms noted. However, the drive support disk was found slightly loose. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)